Event description:
In 2008, the pt reported that the plunger of the insulin cartridge became stuck to the plunger of the infusion device causing insulin to spill into the cartridge compartment. He was instructed how to remove the plunger from the piston rod and to dry the insulin from the cartridge compartment. He was advised to allow the infusion device to dry for 24 hours. He stated that he would switch to injection therapy. Upon follow up in the next day, the piston rod of the infusion device was retracted and extended, and it was functioning properly. The pt performed the change cartridge procedure and was able to reconnect to his infusion site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.